Manufacturer narrative:
(B)(4). The specific product code for the transfer sets involved is unknown. The brand name, manufacture and 510k; however, have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal pd4 ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On an unknown date, the patient developed peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Per the patient, the catheter may have caused the peritonitis but no conclusive evidence was provided. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received from the peritoneal dialysis registered nurse (pdrn) (B)(6). On (B)(6) 2012, the patient experienced the onset of peritonitis and was hospitalized. A pd effluent culture was performed in the hospital, and the results were not available. During the hospitalization, the pd catheter was removed, and the patient was switched to hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if the cause of the peritonitis was a break in aseptic technique. The patient had recurrent episodes of peritonitis in (B)(6) 2011 (captured in case (B)(4)), (B)(4) 2012 (captured in case (B)(4)), and (B)(6) 2012 (captured in this case). The patient had recovered from the peritonitis. The pdrn clarified that the patient had a past medical history of end stage renal disease, and hypertension. The patient did not have a past medical history of diabetes, cardiac disease, cardiac failure, heart attack or stroke. It was unknown if the patient had a past medical history of pneumonia. Per the nurse, the event of peritonitis was not related to the dianeal solution, or to baxter devices or disposable products. The possible cause of peritonitis was that the pd catheter became colonized with an unknown organism. No further information was available. A batch review was conducted for potentially associated lot numbers h11f24053, h11f08064, h11h19059, h11h30056, h11i07086, h11g12049, h11h09050 and h11h31070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.